Event description:
Locking screw failed to engage in at least one of the distal holes of the plate during attempted fixation. The locking mechanism did not seat or thread properly into the plate, consistent with prior reported issues. The screw was exchanged and the procedure was completed successfully without patient harm.